Manufacturer narrative:
Correction: section d6a- the implant date of the lead is (B)(6) 2017.

Event description:
Related manufacturer reference number: 2017865-2024-35771. It was reported that the patient's right atrial (ra) and left ventricular (lv) leads exhibited high capture threshold measurements. No intervention was performed. The patient was in stable condition.